Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported in (B)(6) of 2017 they experienced a loss of stimulation. According to the consumer they stopped feeling stimulation ¿about a week ago, I was charging it up and I tried to turn it on but it wouldn¿t turn on with the charger, and the programmer didn¿t work either.¿ during the call the consumer was instructed to charge and had full coupling, and stimulation was currently on. The consumer then tried to connect with the programmer and it showed a low implant battery even though the consumer claimed they charged yesterday, and tried to turn it on but couldn¿t, yet now stimulation was on, but the implant battery was low. Additional information received from the consumer on march 22nd reported they still weren¿t feeling stimulation even though the patient programmer (pp) was used to confirm stimulation was on, but prior to this the device wouldn¿t turn on so they charged for a longer time, but it didn¿t resolve the issue. According to the consumer the implant showed it was ¿charged up maybe a quarter¿ with the amplitude being set at 9.20 volts. The consumer did mention they could slightly feel stimulation when they tensed up their back. The consumer was then asked if they were able to change groups, but the consumer was unable to access groups on their pp. Stimulation was then increased to 10.0 volts on program 1 but the consumer still wasn¿t feeling stimulation although program 1 was currently set at 10.0 volts and programs 2 and 3 were set at 9.20 volts. The consumer then mentioned they did fall ¿from time to time¿ and had one back in early (B)(6). An appointment was scheduled with the healthcare provider (hcp) for (B)(6) so it was suggested they contact their hcp to see if a manufacturer¿s representative (rep) should be present. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.